Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a posterior cervical fusion (c1/3) for tumor (c2) on (B)(6) 2025. The surgery was completed successfully with no delay. On (B)(6) 2025, the sales rep was reported from the agency stating that a posterior cervical fixation extension surgery would be scheduled for (B)(6) 2025, and when the surgeon checked with on (B)(6) 2025, that the c3 screw in a patient with c1/3 fixation had broken. The surgeon planned to add an oc fixation and add screws to c4/5 as well to perform the extension surgery. The sales rep was told that a decision on whether the broken screw can be removed would be made during the operation. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found threaded body of the device was broken. Remnant was not returned for analysis and no evidence of foreign body was shared; therefore, we are unable to confirm the foreign body allegation. The fracture surface was examinated for the remaining threaded body of the screw, the majority of the surface suggested that the implant was exposed to a high stress event that cracked the threaded body of the screw without breaking completely. Finally continuous marks in a irregular pattern of the fractured area show that a second event occurred when the device overwent a small fatigue event that progressively affected the damage cause by the first event on the device until it broke completely. There is no indication of damage related to material issues. Additionally, it was observed with signs of scratches and wear which could have been due to implantation and extraction process. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 4.0 can/red scrw 3.5x30 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 102035330s. Lot number: 329018, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09 dec 2021. Manufacturing site: jabil le locle. Expiry date: 31 oct 2026. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 expiry date, d9, h4. Corrected: d4 primary UDI number. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.